Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). Method: lens work order search and search by lot number. Results: visual inspection of the returned product showed small piece of the optic was returned with a bent haptic. A lens work order search was performed and there were no similar complaints found within the work order. A search by the cartridge lot number found one similar complaint. Conclusion: based on the complaint information, lens work order search, search by lot number and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).

Manufacturer narrative:
Per medical review - reportedly, lens was torn off upon insertion requiring intraoperative lens removal/exchange. Incision was enlarged for lens removal. Vitrectomy was performed at the same surgery date. No reported postoperative sequelae. According to the report, by a nurse, dated on (B)(6) 2015 the most likely cause of the lens damage was unknown. Based on the complaint history, cartridge lot search, medical review, product evaluation and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): device history record review. Results: (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records that suggests a contributory factor in the complaint. Conclusion: (unable to confirm complaint): based on the complaint history, work order search, product evaluation, medical review, cartridge lot search, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The customer reported the +22.0 diopter aq2010v silicone three piece lens tore as the surgeon was inserted it. The incision was enlarged, the lens was removed and a vitrectomy was performed. A suture was required. The cause of the event was unknown